Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported rupture . This relates to the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening on the posterior side assessed as unidentified (tear) opening and missing on the posterior side assessed as inconclusive. (Shell thickness was within specification). Additional observations: black particles observed on the device.

Event description:
Medical staff reported rupture . This relates to the left side. Device has been explanted.